Event description:
Reportedly the device was explanted due to stenosis. Device is being sent back to edwards by director of o.r. The device was originally implanted in 2003. No additional information was provided..

Manufacturer narrative:
Evaluation results: "oval shape abrasion is detected in the cusp area of leaflet 3 at the outflow aspect. The abrasion did not completely penetrate the full thickness of the tissue. It has similar characteristics of those caused by a suture tail abrasion. A suture tail covered with host tissue appears to be aligned with the disruption. Opaque and delaminated tissue is evident at the free margin and the tissue along the commissure of leaflet 1 at commissure 2, leaflet 2 at commissure 2, and leaflet 3 at commissure 3. The delaminated tissue area, due to indeterminable reason, also appears to be thicker than the tissue of a new valve. Minimal to moderate host tissue is detected at the stent inflow, the stent outflow and the tissue inflow. It encroached onto the tissue and into the orifice by 2mm. The x-ray demonstrates minor calcification in leaflet 2." Ray.

Manufacturer narrative:
Research and development evaluation summary: this valve was reportedly explanted after approximately 6 years due to aortic ¿stenosis¿. Since no echo was provided for review, the in vivo ¿leakage¿ observation for this valve could not be verified. The valve gradient was found to be high when compared to an un-used valve of the same size, which is at least partially due to the leaflet exposure to blood and subsequent storage in formalin. However; the valve still meets the iso minimum requirement for this size valve. A device history record was not possible, due to no lot/serial was provided.